Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as oozing bruised, itchy, open wound. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution.